Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of less than 70 mg/dl. Customer was hospitalized for hypoglycemia. Customer was treated at the hospital. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also had high readings of 587 mg/dl. The customer had symptoms such as feeling jittery. The insulin pump was not returned for analysis.